Event description:
The practitioner stated, "pt had recurrent corneal ulcer with this lens. Used other lens and no problem." A complaint follow-up form was faxed to the practitioner on (B)(6) 2008. The completed complaint follow-up form was faxed back to synergeyes, inc on (B)(4) 2008. The practitioner stated, "when pt received new set of contact lenses od, an ulcer started. He previously wore this contact lens for over a year with no problems. The other synergeyes, inc lens of the 2-pack caused no problems when returned to contact lens wear." There 100% resolution of the event, "but took few weeks to resolve." "The synergeyes fitting consultant suggested there was a defect. Also the fits between the contact lenses in the 2 pack looked different."

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.